Event description:
Bd nano, pen needles for insulin delivery on flex pens did not deliver insulin in about every fourth needle cap. My blood sugar increased when regularly under control. Testing was not the issue, just results of no insulin coming through the pen needle. The bd nano box in question is lot number: 2046930. Bd has blacklisted my email address because of previous complaint, I can't contact them. Bar code number: 3 8290320550 9.